Manufacturer narrative:
Device was used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the devices were implanted in the patient with a proximal femur fracture. On an unknown date the patient complained of pain. A refracture was observed and the patient has been treated with external fixation. It was also reported that weight-bearing was not done. The removal operation of the devices was performed. There was no report of a surgical delay. This report is for 1 of 4 complaint (B)(4).

Manufacturer narrative:
The initial complaint ws reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction of adverse event caused or contributed to with this device. The device functioned as intended. This device was removed from the patient prior to the event. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.